Manufacturer narrative:
Device received with a constant blank flashing white light on the display and constantly beeping due to cracked lcd glass and vertical cracked lcd controller.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had flashing white display and experienced hypoglycemia. The customer's blood glucose value was 2.6 mmol/l. Customer declined to troubleshooting for low blood glucose and was at the hospital to treat and get a back up plan. Customer reported insulin pump screen was flashing white off and on and was vibrating. No report of insulin pump screen flashing when screen was turned on after being in sleep mode. The device will not be returned for analysis.